Manufacturer narrative:
Unit passed rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked lcd keypad connector. Unit received with cracked case at display window corners, reservoir tube window corners, reservoir tube lip, reservoir tube window and battery tube threads. Unit received with minor scratched lcd window. (B)(4).

Event description:
The daughter of a customer reported via phone call that the insulin pump keypad buttons are not responsive, specifically the down arrow stopped working. Customer does not recall any significant events leading to the error. Customer's blood glucose has fluctuated this past week from 2 mg/dl to 400 mg/dl. Customer's blood glucose was at 110 mg/dl at the time of incident. Troubleshooting was done but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.